Manufacturer narrative:
The remote service engineer (rse) confirmed the failure. A material only part order was created. The customer replaced the power switch overlay to resolve the issue. The device was not in use on a patient at the time of the event. No patient involvement. No harm or injury reported. The reported issue has been deemed not reportable, as the device was outside of clinical use and therefore does not present potential risk of patient harm or injury.

Manufacturer narrative:
Report date: 15sep2021.

Event description:
It was reported to philips that the device had an alarm led (light-emitting diode) failure. Clinical usage is currently unknown but requests for further information have been made. There is no report of patient or user harm.